Event description:
Subject was not resuscitated. (B)(4).

Manufacturer narrative:
ECG analysis from incident reviewed. ECG analysis indicated morphology changed during use. AED correctly issued shock advised/shock delivered/no shock advised. Use of device did not cause or contribute to outcome.